Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with a reload. It was observed that the instrument could be cycled without pressing the green firing button. The instrument was disassembled for visualization of internal components. This examination found that the grasping mechanism was fractured. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoid resection, while building a shorter proximal rectum length after the first resection, an anastomosis was impossible about the length of rectum. A noise was heard when connecting the second reload to a stapler and it did not fire. The surgeon was able to press the green button but could not squeezed the handle. They opened new handle and reload to complete the case. There was no patient injury.